Event description:
It was reported to philips that the device powered off unexpectedly and subsequently displayed a "power interrupted: all settings have been set to factory default" error message. There was no patient involvement.